Manufacturer narrative:
Liebel - flarsheim manufacturer report: the field service engineer could not reproduce the event. Fse performed system operational check, verified system functions of the unit. Injector returned to full service by the customer.

Event description:
Received fax reporting CT tech enabled injector, attached tubing to patient, exited room to control area. The injector had injected without being commanded. No patient injury. Addendum 2007: customer states that this has happened twice, both on the abd protocol. Customer indicates no patient injury each time, and does not remember date of first event, and did not report at that time.